Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018; evolutr-34-us heart valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately one month post-implant, the patient experienced a pocket infection. The entire system was explanted, a drain was placed in the pocket, and the patient was given antibiotics. A new system was implanted a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.